Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent. How many patient events happened? Is a photo available of the patient reaction? Name of surgery? What was the procedure date? What date /day post op was the reaction noted? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. The single complaint was reported with multiple events. There are no additional details regarding the additional events. No product product is available for return.

Event description:
It was reported a patient underwent an unknown joint replacement procedure on an unknown date and topical skin adhesive was used. Patient returned with reaction and needing a repair to the incision line. Treatment was removing the product and prescribing antibiotics and treating the irritation. Additional information has been requested.